Event description:
Info rec'd indicates the left foot siderail will not stay latched.

Manufacturer narrative:
The tech found the siderail latch was stuck due to dirt in the mechanism. The tech cleaned and lubricated the latch mechanism to repair the bed.